Manufacturer narrative:
Concomitant medical products: unknown egiatrsrr, unknown reinforced reload (lot#unknown) title: early and sustained elevation in serum pancreatic amylase activity. A novel predictor of morbidity after pancreatic surgery. Source: annals of surgery / volume 277, number 1, january 2023 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a prospective study analyzed serum pancreatic enzymes and how it related to postoperative morbidity in patients who underwent pancreaticoduodenectomy or distal pancreatectomy between 2016 and 2019. In distal pancreatectomies, the pancreatic stump was managed with or without a reinforced reload. There were 983 patients in the study: 720 who underwent pancreaticoduodenectomy and 263 who underwent distal pancreatectomy. In the distal pancreatectomy group, there was one death due to unspecified cause.